Event description:
Sleep disturbance, joint pain in knees, dry eyes, headaches, numbness and tingling in hands, memory loss, dizzy spells, numbness in breasts and ruptured left implant. Event date: 11/1/85.